Event description:
It was reported that the programmer was not interrogating. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm an interrogation issue with the rf (radio frequency) head; the rf head passed functional and systems tests. Analysis found the rf head cable was twisted and the rf head label was peeling off.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.